Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("it looks like the coil came out of the fallopian tube. A large amount of it sticking into the uterine cavity.") In a 50 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced embedded device (seriousness criterion medically important), device expulsion ("it looks like the coil came out of the fallopian tube. A large amount of it sticking into the uterine cavity.") And genital haemorrhage ("irregular bleeding"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to genital haemorrhage, device expulsion or embedded device. The reporter commented: patient had essure placed before 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2022: it looks like the coil came out of the fallopian tube. A large amount of it sticking into the uterine cavity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of embedded device ("it looks like the coil came out of the fallopian tube. A large amount of it sticking into the uterine cavity.") In a 50 year-old female patient who had essure inserted unknown). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced embedded device (seriousness criterion medically important), device expulsion ("it looks like the coil came out of the fallopian tube. A large amount of it sticking into the uterine cavity.") And genital haemorrhage ("irregular bleeding"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to genital haemorrhage, device expulsion or embedded device. The reporter commented: patient had essure placed before 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2022: it looks like the coil came out of the fallopian tube. A large amount of it sticking into the uterine cavity. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.